Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination, however provided explant photographs confirms the reported event of tibial tray poly tip fracture, and x-ray review confirms osteolysis and tibial tray loosening. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination(s). A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Conclusion and justification status for MDR: examination of the submitted device confirmed third body debris damage consistent with cement loosening. No evidence was found indicating product error was a contributing factor to the reported event and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address pain, osteolysis, poly wear, a fracture of the tibial end cap, and tibial loosening at the cement/implant interface. Depuy cement was used. Update rec'd 09/10/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, upon revision, the patient was found to have tibial osteolysis and osteolysis of the posterior and distal femoral condyles. Also encountered, was synovitis consistent with polyethylene wear. Inspection of the components revealed the tibial component to be grossly loose; completely debonded from the cement mantle. The poly plug was damaged from the threaded portion of the tibial keel. It was loose and fractured at the threads. The threaded portion of the plug remained engaged with the threaded portion of the tray. There was evidence of material loss from the plug and yellowing of the polyethylene. At this time, the tibial tray, insert, patella, and cement are being reported. The complaint was updated on: 10/02/2015.